Event description:
Patient was intubated in ER (emergency room) for airway protection, and prior to transport departure to another facility. After the ett (endotracheal tube) was secured by the physician, the cuff was inflated, and the stylet was to be removed. During the stylet removal, the stylet broke inside the ett tube, and we were unable to remove it on the first attempt. Due to the equipment malfunction, the ett was occluded with the broken stylet. Patient was immediately bagged by respiratory, sat's returned to 100% before doctor manually attempted to remove the rest of the broken stylet. Stylet was eventually successfully removed, but still interfered with proper care.